Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the plastic distal end cover (c-cover), adhesive around the light guide (lg) lens, nozzle, bending section cover (a-rubber), connecting tube, and the adhesive around the objective lens. There were no reports of patient involvement.